Event description:
Customer reported the x-ray on an elevator buttons are sticking and broken. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system.